Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device, but couldnt duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. Dots were displayed on the endoscopic image. The video connector was broken. It is possible that the endoscopic image was noisy because the video communication could not be transmitted to the video system center due to a broken camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was noisy. There was no report of patient injury associated with the event.